Event description:
It was reported to boston scientific corp that a wallflex enteral colonic stent was used during a colonic stenting procedure performed in 2009. According to the complainant, the physician placed the delivery system at the stenosis in the descending colon, and felt some resistance during the deployment of the stent. The anatomy was reported as tortuous and the scope had 2-3 loops on itself. The complainant stated that he felt the catheter was stretching instead of delivering the stent. The stent was partially deployed, but when reconstraining was attempted, the complainant stated that it felt as if something had broken. The partially deployed stent could not be reconstrained prior to removal. However, the stent was removed through the scope and the procedure was completed with another wallflex enteral colonic stent. The scope was removed and reintroduced during this procedure. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "stable".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.